Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred on (B)(6) 2013 by drs. (B)(6). Dysphagia began four weeks after anti-reflux procedure. Uneventful device explant on (B)(6) 2013. Device found in correct position and geometry. An egd performed at the end of the explant procedure indicated unremarkable findings.